Event description:
It was reported via clinic notes received by the manufacturer that the patient was referred for vns generator replacement surgery due to battery depletion. It was stated that the device was at end of service, or eos, and not delivering stimulation. It was reported later that the vns was unable to be interrogated. The patient underwent vns replacement surgery and the implant and warranty registration form received indicated that the replacement was prophylactic. Follow up with the company representative revealed that there was concern that the device was going to be depleted and was at an intensified follow-up indicator, or ifi, condition. During attempts at product return, it was revealed that the facility, historically, discards all explanted products after gross examination. Over a year after the explant of the device, the patient's father reported that he believed the vns generator had prematurely depleted as it had only lasted two years. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was manufactured using the laser routing process. The patient's internal generator data was reviewed from the manufacturer's programming history database and based on the measured vbat compared to the calculated expected vbat, the battery had depleted faster than expected. The data indicated that the device was at an eos condition as previously alleged and had rebounded back to an ifi condition by the time the surgery had occurred. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional relevant information has been received to date.